Event description:
Customer reports a thin incomplete flap on the left eye of one pt. The surgeon attempted to complete the flap cut with a blade and the flap tore. The surgeon was able to complete the laser ablation and reposition the flap. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).